Manufacturer narrative:
(B)(4).

Event description:
A valiant captiva stent graft system was implanted in a patient for endovascular treatment of a 6 cm in diameter thoracic aorta aneurysm in zone 4. Vessel morphology was reported at the time of index procedure the length of proximal thoracic aorta is 20 mm the diameter of the proximal aortic neck is 30 mm. The patient had a revascularization of celiac trunk during the index procedure. The stent grafts were implanted without issue. It was reported that one month later the patient had renal insufficiency. The investigator indicated that the renal artery issue is related to the procedure not related to the device. The patient was treated with medication however the renal issue has not resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported that the chronic renal insufficiency was observed again 5 years later. Additional patient history; epilepsy and asa classification of iii. If information is provided in the future, a supplemental report will be issued.